Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing.

Event description:
It was reported that the customer was receiving calibration error alerts on two different sensors. The customer's blood glucose was 140 mg/dl. The customer stated that there were times when his blood glucose was 140 mg/dl but the insulin pump alerted him that his blood glucose was 67 mg/dl. Troubleshooting was done. Advised customer to change the insertion site and return the sensor for analysis. The customer also mentioned receiving bad sensor alerts. Troubleshooting was done for the bad sensor alerts. Advised that a replacement sensor would be sent. Advised to call back when the issue occurs in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.